Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen with audible and vibratory features. An ezprime sequence and 24 duration test were successfully completed. The pump was able to be manually suspended with no issues; the pump displayed the appropriate message. The pump was then manually resumed with no issues; with no further message appearing. The delivery continued normally. There were no issues with the buttons on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated the pump was emitting messages at random times and not only after suspending the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.